Manufacturer narrative:
As returned, the distractor has scratches and nicks indicative of its approximate 1 year and 7 months life in the field. The returned distractor was functionally tested, and found to function as intended 4 out of 5 times. After lubrication per the etch on the side of the distractor, it functioned as intended 10 out of 10 times. No other complaints of any type have been reported for the provided lot. The device was used for treatment. The side of the distractor is etched with "lubricate moving parts prior to each use." The sales representative at the surgery could not confirm the distractor was lubricated prior to use. The reported failure appears to be attributed to the distractor not being lubricated per the etch prior to use.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon was attempting to remove the glenosphere during a case and the distractor would not fire and did not work.

Manufacturer narrative:
This report will be amended when our investigation is complete.